Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1064 - veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant with a 14f amulet steerable delivery sheath. A figure 8-stitch was used to close access site. Post-procedurally but prior to discharge, the patient developed anemia and a hematoma at access site. The patient's hemoglobin dropped by 5 points and became hypotensive. The patient was transfused 2 units of packed red blood cells. Patient also developed significant acute kidney injury and was put on intravenous diuresis. Patient transitioned over to lasix and their conditions improved. Patient was admitted to rehab for further therapy.

Manufacturer narrative:
An event of anemia and a hematoma at access site, hypotension and significant acute kidney injury was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The reported unexpected medical intervention was results of case-specific circumstance. The patient was transfused two units of packed red blood cells. The patient was put on intravenous diuresis. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a